Manufacturer narrative:
(B)(4). The reported complaint that the "iabs not fully unwrapping upon insertion" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iabs not fully unwrapping upon insertion". No additional information surrounding the alleged malfunction is available from the customer.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "iabs not fully unwrapping upon insertion". No additional information surrounding the alleged malfunction is available from the customer.